Event description:
Pump noted to be running slow in delivery of medication. Upon inspection of pump it was noted the barrel of the syringe had slid from the lip holder but the pump never alarmed. The syringe was replaced and reset but pump did not recognize the syringe size and won't allow a change to be made after selecting "not correct." Pump sent to bioengineering from eval.